Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer's blood glucose (bg) level was 49-53 mg/dl. Customer consumed carbohydrates to address their bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Event description:
It was reported that the pump time was incorrect, cause was unknown. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.